Event description:
Catheter broken in the pt. Placed on 10/24/97. Chemotherapy was being infused. Incident occurred during 4th session. The incident was discovered because an edema occurred. The port was placed via left subclavian.

Manufacturer narrative:
The implicated product is a port with an attachable 8.0 fr catheter in a peel-apart percutaneous introducer sys. The product rec'd for eval is a port with a segment of 8.0 fr catheter attached. The complete assembly measures 5.35 inches long. The proximal end of the catheter tubing is flared against the port stem base; the distal tip has a flattened, oval orifice. The catheter is connected to the port at the tubing's distal tip. The valved segment of the catheter is not included with the complaint sample. Approx 5cm of the distal tip is missing. A lot history review reveals no mfg issues and no other complaints for this lot. Tactual exam of the catheter tubing reveals an annular ring approx 1.2 inches proximal to the distal tip. It may be the result of an atraumatic clamp or temporary ligature used to manipulate the tubing. Microscopic (5x - 45x) examination of port and catheter shows an indeterminate number of non-coring needle puncture sites in the port septum. The annular ring 1.3 inches proximal to the distal tip angles across the longitudinal axis of the tubing. The flaring at the tubing's proximal end encompasses the entire circumference and is indicative of threading excess tubing over the port stem before engaging the cath-lock. A short, perpendicular superficial slit is found at the tubing's proximal edge when inverting the port and viewing its inferior aspect. This may have occurred when cutting the tubing to length during placement. The tubing's distal tip has a broken, irregular edge with a dull, rough textured face. This type of damage is consistent with blunt trauma. The orifice present as permanently flattened into an ellipse. Magnified views into the orifice from an oblique angle shows the inner wall of the blue radiopaque stripe to be folded over itself and forming a short longitudinal wrinkle. This wrinkle and the flattened orifice suggests the tubing had been compressed from the outside. A microscpic micrometer is used to obtain the cross-sectional axis length of this flattened end. The longest axis measures 0.118 inches; the short axis measures 0.077 inches. For comparison, the average diameter for 8.0 fr single lumen tubing as established by the MFR is 0.099 inches round. The combined evidence of blunt trauma and compression suggests the incident may have been caused by clavicle/first rib compression fracture. Patency of the device is demonstrated by flushing and aspirating water with a 10cc syringe. The port is accessed using a 22 gauge non-coring needle. No leaks are found when the catheter's distal tip is occluded and the port reservoir and catheter lumen are pressurized hydraulically to sustained pressures greater than 25 psi. The complaint of catheter breakage and embolization is confirmed. It should be recorded as user-related. The traits of the severed tubing are consistent with clavicle/first rib compression fracture.